Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during use of a 7f exoseal vascular closure device (vcd), the plug deployment button could not be pressed at any point, despite the indicator window changing to black or black-red. As a result, vessel closure was unsuccessful, and hemostasis was achieved through manual compression. No patient injury was reported. During use, the vcd and sheath introducer were retracted together as instructed, and the indicator window turned solid black with red color also noted during retraction; however, the button could not be fully depressed. There was no visible device or packaging damage before use. The device was stored and prepared according to the instructions for use (IFU). Femoral site assessment confirmed appropriate artery diameter (=5 mm), no visible calcium or plaque, no tortuosity, no nearby stent, and no stenosis over 50%. The site had undergone manual compression within 30 days following angiography, but no prior hematoma, av fistula, or pseudoaneurysm was observed. The device was returned for evaluation.

Manufacturer narrative:
As reported, during use of a 7f exoseal vascular closure device (vcd), the plug deployment button could not be pressed at any point, despite the indicator window changing to black or black-red. As a result, vessel closure was unsuccessful, and hemostasis was achieved through manual compression. No patient injury was reported. During use, the vcd and 8f non-cordis sheath introducer were retracted together as instructed, and the indicator window turned solid black with red color also noted during retraction; however, the button could not be fully depressed. There was no visible device or packaging damage before use. The device was stored and prepared according to the instructions for use (IFU). Femoral site assessment confirmed appropriate artery diameter (=5 mm), no visible calcium or plaque, no tortuosity, no nearby stent, and no stenosis over 50%. The site had undergone manual compression within 30 days following angiography, but no prior hematoma, av fistula, or pseudoaneurysm was observed. One non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in the manufacturing position, and the indicator wire was found deployed. A non-cordis 8f catheter sheath introducer was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis, a kinked portion was observed, located 3.8 cm apart from the distal tip. A deployment simulation evaluation was performed. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator window. The deployment lever was then fully depressed, resulting in the indicator wire retraction and plug deployment as expected. Additionally, the indicator window reached the black/white and red position, confirming the intended operational sequence. Dimensional analysis was conducted on a portion of the delivery shaft near the affected area to verify the outer diameter and were within specifications. A high magnification evaluation was performed to examine the internal mechanism of the device. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿deployment lever (button)-frozen/locked¿ was not observed through analysis of the returned device as the deployment lever was able to be fully depressed during functional analysis and the device deployed. A kinked/bent section was observed on the delivery shaft. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. Additionally, it was reported that an 8f sheath was used with the 7f exoseal vcd during the procedure. As reported in the product description within the IFU, ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The exact cause of the observed condition could not be conclusively determined during analysis since the condition of the returned device did not match the event reported, as it was received with the window in red/black/white. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, a risk assessment has been initiated to further investigate similar complaints reported.